Manufacturer narrative:
(B) (4).

Event description:
The nerves in the pt's legs were going crazy. It felt like the stimulation was in over drive event when it was off. The pt had a pet scan last saturday and that was when the problems started. She also had a port put in yesterday for chemo therapy and she felt a shocking sensation when she moved from one bed to the other. It was confirmed that her stimulation was on and her neurostimulator battery was dying. She was at home in fair condition. Additional info has been requested.